Event description:
On (B)(6) 2014, the reporter contacted animas alleging that the patient experienced a blood glucose up to 20 mmol/l with sluggishness related to an intermittent power issue on the pump. The reporter indicated that the battery cap¿s yellow o-ring was visible at the time of the power issue and indicated that the battery compartment was cracked preventing the battery cap from being able to fully tighten to the pump. This report is made based on the allegation that the patient experienced hyperglycemia associated with a pump power issue.

Manufacturer narrative:
The product has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on (B)(6) 2015 with the following findings: a review of the pump black box showed evidence of unexplained power events. The pump total daily dose history correctly reflected the user programmed basal rates. The history showed that the pump was suspended manually on (B)(6) 2014 at 06:48, at 06:57 the pump recorded a power event after a replace battery alarm; the pump delivery was resumed at 07:34. During investigation, the pump battery compartment was observed to be cracked from the threads to the case cover. The battery cap was not returned with the pump for testing; a test cap was inserted and the pump powered on appropriately. The pump successfully exercised for 24 hours without power interruptions duplicated. A pump delivery accuracy test was performed and the pump was found to be delivering within specifications. Unrelated to the complaint, the pump display screen was noted to be discolored with a pinkish contrast.